Event description:
It was reported that during the right ventricular lead extraction, the atrial lead was damaged and exhibited high impedance and increased threshold. The right atrial lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead in segments was returned, analyzed, and the outer insulation was melted. It was also noted that all conductors were stretched, all conductors had blood/body fluid (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was stretched, and the lead had apparent explant damage.